Manufacturer narrative:
Date received by manufacturer: (B)(6) 2011.

Event description:
A report was received that the recently implanted patient was having difficulty aligning her charger and her ipg. The patient underwent a pocket revision to relocate the ipg closer to the surface. The patient was able to successfully charge after the procedure.

Event description:
A report was received that the recently implanted patient was having difficulty aligning her charger and her ipg. The patient underwent a pocket revision to relocate the ipg closer to the surface. The patient was able to successfully charge after the procedure.